Manufacturer narrative:
During follow up, the customer reported that they were doing fine. Bg levels were at 123mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer customer's blood glucose levels dropped below 35 mg/dl, after the customer miscalculated carbohydrates. Emergency medical technicians responded and had the customer consume glucose gel, drink water, and eat half of a peanut butter sandwich.